Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing/response buttons intermittent) has been confirmed. Upon investigation the monitor was unable to complete a baseline. The root cause for the failure was a shorted q17 insulated-gate bipolar transistors (igbts) defibrillator pca. Additionally, the front response button was functioning intermittently due to contamination. Root cause for the shorted igbt was unable to be positively identified. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing and the response buttons are intermittent.